Event description:
It was reported that this pacemaker exhibited undersensing and low amplitudes on the right atrial (ra) channel while putting the device into magnetic resonance imaging (MRI) protection mode. It was noted that the most recent lead testing was within normal limits. Technical services (ts) discussed reprogramming for device optimization. The device remains in use. No adverse patient effects were reported.